Event description:
Coblator wand was used for surgery and part of the small metal tip broke off. Device was removed from sterile field and replaced. No harm came to the patient, and small metal tip was suctioned away. Device was given to operating room material's management staff who managed a return of the device. It was noted that a similar event occurred earlier in the week. Both devices have been added to this report, although it is unclear which lot number corresponds with this patient and event.